Event description:
The customer reported that the headset broke a prematurely. No injury was reported but given the malfunction a serious injury can occur in case it should happen again.

Manufacturer narrative:
(B)(4). Conclusions: the headset can break when the operator places it on the pt's head. The cause for breaking is a combination of the usage by overstretching and torque during placing of the headrest and the used material.